Event description:
It was reported that during implant procedure, this implantable cardioverter defibrillator (ICD) was an attempt due to header connection issues. The physician requested for a new device and it was succesfully implanted. The attempt ICD will not be returned due to the patient pacing covid. No adverse patient effects were reported.